Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they had been getting abnormal results for patient samples tested for multiple assays. The customer provided data for a total of 75 patient samples and stated that out of 69 samples run, they pulled 2 serum samples and 5 urine samples for retesting. Of the data provided, it was determined that there were erroneous results for a total of four patient samples tested for creatinine jaffé method (crea), cholesterol (chol), and tina-quant immunoglobulin g (igg). It was asked, but it is not known if all erroneous results were reported outside of the laboratory. Patient sample one is a serum sample and initially resulted as 116 mg/dl for chol. The sample was repeated on a different p module and resulted as 273 mg/dl accompanied by a data flag for chol. The repeat result from the different p module was believed to be correct and a corrected report was issued for the 273 mg/dl value. Patient sample two is a urine sample and initially resulted as 60.01 mg/dl for crea. The sample was repeated on a different p module on (B)(6) 2014 and resulted as 96.58 mg/dl for crea. The repeat result from the different p module was believed to be correct and a corrected report was issued for the repeat value of 96.58 mg/dl. Patient sample three initially resulted as 98 mg/dl accompanied by a data flag for igg. The analyzer automatically repeated the sample and it resulted as 326 mg/dl for igg. The sample was repeated on a different modular analyzer and resulted as 567 mg/dl for igg. The repeat result from the different modular analyzer was believed to be correct. Patient sample four initially resulted as 70 mg/dl accompanied by a data flag for chol. The sample was automatically repeated by the analyzer and resulted as 94 mg/dl for chol. The sample was repeated on a different modular analyzer and resulted as 189 mg/dl for chol. The repeat result from the different modular analyzer was believed to be correct. The patients were not adversely affected. The chol reagent lot number was 69266701 with an expiration date of 03/31/2015. The crea r1 reagent lot number was 69605701 with an expiration date of 05/31/2016. The crea r2 reagent lot number was 69398701 with an expiration date of 04/30/2016. The igg reagent lot number and expiration date were asked for, but not provided. The customer observed yellow residue in and on top of the reaction cells. The customer was asked to replace the sample probe, but the customer did not believe that the sample probe was the source of the issue. The field service representative determined that there was foreign material causing a blockage in vacuum nozzle 3, causing the reaction cells to overflow. He removed the blockage from vacuum nozzle 3. He checked cell rinse dispense levels and checked for proper vacuum pressure. He performed a cell blank and a precision study. No further erratic results were observed from the precision study. The customer ran quality controls and all recovered within their guidelines.